Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and they had received the battery out limit alarm and had blank display. The customer's blood glucose was 442 mg/dl. The customer treated with the manual injection. The troubleshooting was performed for blank display and battery out limit. Troubleshooting was declined for high blood glucose. The customer was advised to discontinue from insulin pump and revert to backup plan until replacement cap arrives and when battery cap arrives to insert a fresh battery and insulin pump was expected to display and call back if display does not return. The insulin will not be returned for analysis.